Manufacturer narrative:
The instrument was returned for evaluation. Failure analysis did not confirm the customer reported complaint that the vs instrument failed to seal. The instrument passed an electrical continuity test. No physical damage was observed at the grip assembly. The cable cord of the instrument was connected to a generator without excessive force. An energy activation test was then conducted on an in-house system. No faults or error messages appeared during in-house testing. A wet paper towel was held between the instrument¿s grips and began to smoke when the seal pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. The instrument also passed a grip force test and an electrode gap test. The system logs did not show energy activation related errors for the instrument. Based on the current information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the vs instrument allegedly failed to seal an ima. In order to control bleeding that ensued, the surgical procedure was converted to open surgery and blood products were administered to the patient.

Event description:
It was reported that during the da vinci-assisted low anterior resection procedure, the vessel sealer (vs) instrument allegedly failed to seal the inferior mesenteric artery (ima). The ima reportedly retracted and began to bleed. As a result, the case was converted to open surgery. On 09/17/2018, intuitive surgical, inc. (Isi) contacted the site¿s lead surgical tech and the following additional information regarding the reported event was obtained: she was present during the case after the reported event occurred. The procedure was not recorded on video. According to lead surgical tech, the vs instrument was able to seal tissue during the case and prior to when the event occurred. When the event occurred, the surgeon was attempting to seal the ima. The surgical staff heard the audible tones indicating that the sealing cycle was complete. However, no tissue effect was seen. Although the lead surgical tech indicated that there was no tissue tension, the vessel reportedly "retracted." The case was immediately converted to open surgery to control the bleeding. At one point, the anesthesiologist indicated that the pulse was lost but the lead surgical tech indicated that no CPR was performed. The patient was given multiple blood products until the bleeding was controlled. The surgical procedure was completed via open surgery. No post-operative complications have been reported to her knowledge. The patient was currently recovering in the hospital.